Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the trunk ipsilateral leg endoprosthesis was deployed below the renal arteries, it was confirmed that the device moved distally. The amount of movement was requested but was not specified. As reported, the patients proximal neck angulation may have impacted device apposition. The exact angle was requested but was not provided. Patient anatomy was within the indicated margins for use and there was no calcification or thrombus noted within the proximal seal zone of the aortic neck. As a treatment, a gore® excluder®aaa endoprosthesis aortic extender component was added proximally. The procedure was completed without any endoleaks. During the postoperative follow-up examination, a type iii endoleak from the junction site between the aortic extender component and the trunk ipsilateral leg endoprosthesis was confirmed. The components were also reported to be dislodged. Reportedly this was caused by insufficient device overlap length. On (B)(6), 2022, a reintervention was performed and an additional stent graft was implanted to the junction site.

Manufacturer narrative:
The following patient information was requested, but was not available: weight, date of birth, pre-existing conditions and medications. Appropriate term / code not available used to capture endoleak. No device problem found, a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. Device not accessible for testing, the medical device remains implanted and was therefore not available for return and evaluation. Communication/interviews - additional information in regard to the event of the case was requested from the physician. The provided additional information is captured in the event description and addresses the suspected causes of the event. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to endoprosthesis migration, improper component placement, endoleak and aneurysm enlargement.